Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had blood glucose (bg) levels of over 250 mg/dl. They replaced the pod to correct high bg levels.